Event description:
Hill-rom received a report from the account stating the bed keeps raising on its own (self-run). The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling systems as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technical support found the staff was leaning up against the siderail and accidental pressing the head up function causing the movement. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance of this bed. It is unknown if the facility performs preventative maintenance on their beds. Hill-rom technical support inserviced the account to resolve the issue. Based on this information, no further action is required.